Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('malposition of essure device location of device: right coil in endometrium, migration of essure device location of device: endometrium') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included bulky uterus. Concomitant products included intrauterine contraceptive device (iud nos). In 2008, the patient had essure inserted. In 2018, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("malposition of essure device location of device: right coil in endometrium, migration of essure device location of device: endometrium"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, alopecia, dyspareunia, pelvic pain and weight increased outcome was unknown. The reporter considered alopecia, device expulsion, dyspareunia, embedded device, pelvic pain and weight increased to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: 2008, 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion, malposition of essure device, other (please describe) right essure coil in endometrium. Complete blockage of both fallopian tubes following the essure procedure. Ultrasound scan vagina - on (B)(6) 2013: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs&mr received reporter information was added. Case become incident injury nos replaced by new malposition of essure device location of device right coil in endometrium, hair loss, dyspareunia (painful sexual intercourse), pelvic pain, weight gain, severity added pelvic pain. Medical history and lab test was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.